Event description:
It was reported that there was a pt on cardiohelp support. Received error message in status bar of cardiohelp-I "svo2sensor defective". The probe was "redocked" into the safety handle and "re-initialized" twice which repeatedly failed. The probe and disposable sensor were checked visually and were clean. A repeat initialization was attempted with the probe correctly docked and failed again. The pt was to be transitioning to the hl machine for lvad placement and at that point the unit would be replaced. (B)(4).